Event description:
It was reported the end user developed an open area of the periostomal skin at the right lower quadrant of the abdomen under the skin barrier approximately 1 year ago. The area initially began as a blister. The end user presented to the physician at the wound clinic who diagnosed the area as a skin infection. The end user was given a prescription for hydrofera blue dressing and duoderm dressing and was advised to use the hydrofera blue dressing on the wound and cover it with a piece of the duoderm dressing. In addition, the manufacturer has suggested the end user utilize an adhesive remover on intact skin; use a soap with no oils, creams or moisturizers; and to apply a barrier product during the skin barrier application on the intact skin. She was also encouraged to use a larger piece of duoderm to ensure proper securement of the dressing. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.